Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was 93 mg/dl. The customer reported that they had issues on the insulin pump and it was also flashing on the pump screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Missing segments/partial display not confirmed during testing. The device passed the self test and the displacement test.